Event description:
A patient with goodpasture syndrome was prescribed tpe treatments. Reportedly, 2 to 4 prismaflex tpe 2000 sets clotted for each treatment. When the sets clotted, the patient's blood was returned "most of the time". They attempted anticoagulation but it did not help the clotting filters. The patient received one unit of packed red blood cells when his hemoglobin dropped to 7.2 g/dl.